Manufacturer narrative:
Codes reflect new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the surgical complication was not related to the device/therapy; the patient had bleeding from hysterectomy. The patient never followed up after surgery for their implant, even though the healthcare provider¿s office called them. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they almost died on the operating table during ins implant. They noted they were in the intensive care unit (ICU) for five days and in the hospital for eleven. They added that they nearly bled out and their brain was really screwed up. They also said they are still getting their brain capacity back up until 4 months ago. During this period, they noted they were out of their head which is why they forgot about their ins. After having the ins for a month, they were able to program it and was very satisfied with the results. Two days later, patient said they "had a terrible time" getting the program to "stick". They further clarified that they had a difficult time getting the "check box to come on". When asked for further clarification, the patient said they could "never tolerate any but 3" after trying all four programs. They added that after getting "over this surgery mistake", they got to the point where they could set the device which seemed to work well and they were happy with the results. No further patient complications have been reported as a result of this event.